Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cb1 circuit breaker was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys displayed a pre-charge error. This error will prevent the sys from booting to a usable state of functionality.